Manufacturer narrative:
Follow-up #1 date of submission 12/14/2015 device evaluation:the device has been returned and evaluated by product analysis on 12/01/2015 with the following findings: during testing, the battery compartment was found to be cracked.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.